Event description:
Analysis was completed for the returned generator. The generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality was successfully verified. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.854 volts was not in a depleted condition. The downloaded data revealed that 73.419% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A patient¿s explanted vns system was received by the manufacturer, and a return form was included providing the reason for explant was due to a lead discontinuity. Analysis was completed for the returned lead. The electrodes were not returned for analysis and a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the inner tubing fluid remnants observed, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except the half set of setscrew marks observed near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest a discontinuity in the returned portion of the device however, since the electrode array was not returned for analysis, an evaluation could not be made on that portion of the lead. Analysis is underway for the returned generator, but has not been completed to-date. Additional relevant information has not been received to-date.